Manufacturer narrative:
Date rec'd by MFR: 24jun2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the tui pcba (tahoe user interface printed circuit board assembly) and the battery. The ventilator successfully passed performance verification testing after the repair was completed. Although requested, the patient's information was not provided. The faulty tui pcba and battery have been discarded so they are not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had error message of low battery alert. The customer stated that the battery indicator is green but battery does not charge. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.